Event description:
It was reported that the patient had a pocket infection. The system was explanted with no complication. The patient was stable.

Event description:
New information received on return document indicated there was pocket erosion present.

Manufacturer narrative:
Analysis was normal. No device problem found.